Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guide wire detached and lodged in the vessel. The target lesion was located in the diagonal coronary artery. Upon removal of the 1.50mm rotablator burr, it was noticed that the tip of the 330cm rotawire floppy wire had become embedded in an unspecified microvascular vessel. The distal end of the wire broke during the device exchange and remained lodged in the microvascular vessel. The physician spent an hour attempting to remove the wire tip, including attempt to snare the tip; however, those attempts were unsuccessful. The patient's condition remained stable. The physician then stented the target lesion. The procedure was completed with the use of the same 1.5mm rotablator burr to perform rotational atherectomy in the right coronary artery. There were no further patient complications reported and the patient's condition was fine.